Manufacturer narrative:
(B)(4). Batch # m54y6c. The analysis found that one pve35a device was returned in good visual condition and with one vasecr35 cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as no damage to the handle was noted during visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during laparoscopic donor kidney procedure, the stapler was fired once with no issue on renal vein. Stapler was reloaded without retaining cap on the reload. Surgeon went to fire second fire on renal artery and knife blade fired to distal tip but would not return when firing trigger was released. Reverse button was not pushed by the surgeon but was already pushed forward so they couldn't use it. Surgeons had to open manual override and crank blade back to proximal portion of the jaw to open the stapler. Staple line was formed and there was no bleeding. This was the last fire so they did not need to open any other devices to complete the case. There were no patient consequences reported.